Manufacturer narrative:
(B)(4). Additional information received from distributor: "when using, the product was wetted by saline, it was inserted to a patient according to the package insert. After 15 mins inserting, user found the protect sponge had come off the tube. And then the tube was removed from a patient. Laser treatment was not performed yet, surgeon changed the surgery without the laser treatment. No health hazard to the patient." It was initially reported that the sample was discarded; however, the distributor confirmed that the information was incorrect. The sample was returned for evaluation. The visual examination of the returned product showed signs of contamination and usage. Design irregularities or discoloration could not be found. The graduation marks on the shaft were clearly visible. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities. Closer examination of the shaft revealed a partially damaged/separated laser foil from the middle of the tube shaft. Furthermore, a hole in the laser-guard foil underneath the overlapping foil was noted while the laser foil around was tightly fixed to the tube shaft. A device history record (DHR) review was conducted on lot 17271 and no issues that could have contributed to the reported event were identified. The performed visual examination confirmed the reported issue of laser foil detached. Based on the damage characteristics, especially the hole in the laser-guard foil, the issue was most likely caused by improper usage of the laser tube.

Event description:
Customer complaint alleges "after 15 mins inserting 102004-000070 to the patient, the protect sponge which is coating the tube had came off in the patient. The tube were discarded." No further details reported initially.

Manufacturer narrative:
Qn# (B)(4). Additional information requested and received by teleflex. It is reported the tube was removed from the patient, and there was no harm to the patient. Patient condition reported as fine.

Event description:
Customer complaint alleges "after 15 mins inserting (B)(4) to the patient, the protect sponge which is coating the tube had came off in the patient. The tube were discarded". No further details reported initially.